Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted as of this time. A call was placed to technical services on 05/21/2018, stating that there was an elevated output. The following physician was dr. (B)(6) at (B)(6) center in (B)(6), ca. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).